Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-apr-2026, a sales representative reported via (B)(4) that the ar-18800-25 non-retaining t10 driver shaft was broken. This issue was discovered during a case with no patient harm.